Manufacturer narrative:
The surgeon reported that the multiple prior surgeries and radiation therapy contribute to this event. The surgeon plans to remove and replace the devices after healing.

Event description:
The patient developed a dehiscence in the temporal area.